Manufacturer narrative:
(B)(4). The device was evaluated at philips and the symptom was verified. The battery pca was replaced to resolve the issue.

Event description:
The customer reported getting a red x and the battery has to be reseated before the unit will turn on.